Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed- the ac inlet had pulled out. On (B)(6) 2010, the customer was sent a new ac power module under warranty which resolved the failure. As of 9/22/2010, there have been no further reports of this issue from this customer site. We will consider this failure a malfunction of the ac power module.